Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 62 mg/dl and 130 mg/dl. Customer exhibited low blood sugar symptoms and obtained the reading of 62 mg/dl. She was shaking and feeling faint, and consumed 2 glucose tablets and 2 mini kit-kats and felt better. She obtained the reading of 130 mg/dl within 7 minutes of the reading of 62 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.